Manufacturer narrative:
The involved device has not been returned by the user facility and neither the product code nor lot number is known. Therefore, the failure investigation was limited to a review of currently available user facility information. Although the cause of the reported event cannot be definitively determined, there is no evidence or accusation that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, manipulate the guiding catheter slowly and carefully in the vessel. If any resistance is felt or if torque cannot be transmitted properly to the catheter tip, kinking or distortion may occur. In such case, stop manipulating the guiding catheter and determine the cause by fluoroscopy. Manipulating the catheter without determining the cause may result in damage to the vessel, breakage or separation of the catheter; do not advance the guide wire hastily and/or insert it into the guiding catheter by force when the catheter is bent or twisted. Such manipulation may cause the catheter to rupture/break resulting in damage to the vessels; and "when advancing the tip of the guiding catheter into the coronary artery, do not advance it beyond the distal end of the dilatation catheter. Advancing the guiding catheter beyond the distal end of the dilatation catheter will increase the risk of damaging the coronary artery". All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a dissection of the left main coronary artery occurred during a procedure. Follow-up communication confirmed: the catheter was inserted into the left main artery pointing straight up when contrast was injected; subsequently, a left main coronary artery dissection occurred; the patient was then transferred to the or where a bypass surgery was performed; the dissection of the left main artery was successfully addressed; the patient was reported to be "doing well" following the procedure; and the contact at the user facility stated he "did not feel that there was an issue with the catheter.¿